Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the nc emerge mr, ous 2.50mm x 8mm, catheter was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 20 atmospheres. It was successfully inflated and held pressure. Encore device verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition was good post procedure.